Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. Further investigation performed and donor history reviewed. Although retain testing passed all release criteria, donor was permanently deferred from further use. Customer letter was issued to all customers who received lot# vs748.

Event description:
Customer reported false (B)(6) reactions in manual gel with 0.8% selectogen cells lot vs748-2 (e+) with 1 sample that had no previous history of antibodies. Customer stated that when testing was repeated using a different lot of screening cells, antibody screen was (B)(6)and anti e was identified. Customer reported issue following receipt of customer letter (B)(4) from ocd. Customer stated sample in question was first tested on (B)(6) 2014 using a different lot of selectogen and antibody screen was reported (B)(6). Patient was transfused four units of packed cells between (B)(6) 2014 to (B)(6) 2014. Immediate spin cross match was done using buffered gel cards and no reactions noted. On (B)(6)2014, patient was readmitted to hospital for gi bleed and antibody screen was negative using 0.8% screening cells lot # vs748. Patient was transfused two more units of packed red cells again with immediate spin cross match using buffered gel cards and again no reactions were noted. On (B)(6)2014, a new sample was tested with lot # vs756 and antibody screen was now positive. Sample was sent to reference lab and anti-e was identified. (Reference lab method unknown and not provided by customer). After antibody was identified, all units transfused thereafter were e negative and little c negative (there was no anti- little c identified; only done as a precaution). Customer further stated there was no transfusion reaction noted and no work up was performed. Patient was discharged from facility. Previous testing was not repeated, due to samples being discarded and reagents expired. Customer stated daily qc was performed and acceptable.